Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the controller would freeze and would reduce stimulation to 0. The patient spoke with a manufacturer's representative and was advised to get a new controller. Troubleshooting did not resolve the issue. Patient was issued a new controller. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain.

Event description:
Additional information was received. Consumer reported the replacement controller resolved the issues. The cause was not known. No further complications reported/anticipated.